Event description:
Difficulty was experienced during the attempt to remove a portacath from the chest of an (B)(6) male pt. Two extra incisions were required to remove the device. Upon removal an examination revealed the catheter looked perished. No part of the device remained in the pt. No adverse effects to the pt were reported due to this occurrence.

Manufacturer narrative:
(B)(4). One used ip-6018 petite polysulfone vital port was returned along with a catheter lock, 3 segments of catheter (approx 6.5 cm, approx 5.5 cm, approx 21 cm). And an unidentified piece of tubing. The 6.5 cm length of catheter was attached to the vital port body per the IFU instructions upon receipt. This segment of catheter could not be removed from the device. A visual inspection confirmed the presence of foreign material on the od of the catheter. The deposits, which are flaky and seem to restrict the ductility of the catheter material, appear similar to deposits previously identified to contain calcium. The fracture site on all catheter segments was very jagged with little or no burnishing. Calcification was observed adjacent to the fracture side as well as on other portions of catheter. After cleaning, a hole was discovered on the longest segment of catheter. The cleaning process turned the catheter material gray. The lot number of this device was not returned, so the mfg record of this device could not be reviewed. The complaint stated that the device was difficult to remove was confirmed through the customer's testimony. This statement is supported by the presence of calcium-like deposits on the od of the catheter, which has been previously linked to difficulty in removing the device from the pt. This is a known risk of implantation of catheter material, which is supported by a statement in the IFU. The rood cause of the catheter calcification is unk. The jagged nature of the ends of the catheter fragments indicate the catheter was cut upon removal from the pt. No signs of wear were observed on the catheter. There is no indication this device was not mfg to spec. The root cause was determined to be prod use or handling related/operational or environmental context. We will continue to monitor this device. Per the quality engineering risk assessment (qera) no further action is required.